Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.

Event description:
Complainant alleged that during training by distributor, the device displayed a "bridge test fail" message. Complainant indicated that there was no pt involvement in the reported malfunction.